Event description:
It was reported that the tip broke off. It was noted that the tip of the 180x25cm fathom guidewire broke off during the procedure. No patient complications were reported.

Manufacturer narrative:
B3: date of event. The event date was not provided. The first date of the month of the aware date was selected. Device evaluated by the manufacturer: the device was returned for analysis. The shaft was inspected for damage. The device showed that the shaft was separated 6.5cm from the tip. The designed length of this device is 180cm. The returned portion of the device equaled to 173.5cm. The separated portion was not returned for analysis. There was a kink located 4.5cm from the separated proximal end. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Tip separation was confirmed.

Manufacturer narrative:
Date of event. The event date was not provided. The first date of the month of the aware date was selected.

Event description:
It was reported that the tip broke off. It was noted that the tip of the 180x25cm fathom guidewire broke off during the procedure. No patient complications were reported.